Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads triggered a lead safety switch (lss) from bipolar to unipolar due to low out-of-range pace impedance measurements less than 200 ohms. Lead impedance trends for both channels showed sudden drops from the 400 ohm range to below 200 ohms, suggestive of insulation damage on both leads. Following the switch to unipolar sensing, noise with oversensing and pacing inhibition was observed. Boston scientific technical services (ts) recommended further evaluation of the leads. The leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).